Event description:
(B)(6) in tech states the provider stated the end user alleged the legs will sometimes not work. Provider states when with the chair in the end users home, provider states the chair did not show the symptoms as the end user alleged, the chair worked fine. Provider disconnected, no further information provided.